Event description:
Boston scientific crm received information that the right ventricular (rv) lead exhibitied intermittent loss of capture. The patient is paced 32% of time in the ventricle, is not pacemaker dependent and there was no asystole greater than two seconds. It was noted that the physician planned to reposition the lead, however during the lead revision procedure, the physician experienced difficulty inserting the stylet into the rv lead. The lead was explanted and a new lead was successfully implanted. It was also noted that the patient had atrial fibrillation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix retracted, dried tissue on the helix and dried blood past the helix mechanism up through the lead lumen. Further visual inspection noted several cuts in the silicone insulation and insulation separation between the anode ring and helix housing. Deformed conductor coils at 146 mm and lead on lead abrasion from 377 to 382 mm were also noted. Initial laboratory analysis observed that the cathode coils were fractured from the terminal pin. The lead was sent for detailed analysis. Analysis results will be updated upon completion of the detailed analysis.

Manufacturer narrative:
Further analysis investigation found that this issue is likely due to helix mechanism overtorque, which exceeds the weld design strength.

Event description:
--

Manufacturer narrative:
Detailed analysis confirmed that the inner coil to the terminal pin weld was fractured at approximately 12 mm. Examination of the coil side of the fracture showed that all three of the coil filars were welded; therefore there is no indication that the weld was weak. The fracture surface was covered with ductile dimples indicating failure by overload force that exceeded the strength of the materials. Analysis was not able to confirm the allegation of intermittent loss of capture. However, the allegation of difficulty inserting the stylet into the lead was confirmed as the cathode coils were found to be fractured from the terminal pin.